Event description:
It was reported the device delivered intermittent stimulation. The device was explanted and discarded. It was unclear if the entire system was explanted or just the implantable neurostimulator. The patient's status was listed as no injury. No symptoms were reported in relation to this event. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced a recrudescence of pain. The event resolved on (B)(6) 2015. The patient was hospitalized from (B)(6) 2012 until (B)(6) 2012.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown. Product type: lead: product ID neu_unknown_ext, serial# unknown. Product type: extension. (B)(4).